Event description:
The sales rep, (B)(6) reported through our customer service rep, (B)(4) and event of failure of the product involved. The item didn't assemble with the hooks of the rigid reamers. The event happened during a procedure. No adverse consequences reported by the customer. The surgeon completed the procedure with good outcomes using another items available in the theatre.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.